Manufacturer narrative:
The pump had a compromised force sensor system alarm during the displacement test due to a motor excessive axial play. They were unable to perform the rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to compromised force sensor system alarm. The pump was received with a missing back address label, a cracked reservoir tube lip, a scratched lcd window, a scratched reservoir tube window, and a scratched case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump that they cannot get past. Customer found that the pump no longer has the back label. Customer's blood glucose is 16.0 mmol/l. Customer is an active child and was unsure if the pump was dropped or bumped prior to the alarm occurring. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.